Event description:
A tube on the lower frame of the ambulance stretcher broke. Foot end of stretcher lowered causing foot end operator to assume the weight. Back injury was reported to employer.

Manufacturer narrative:
Device has been evaluated. Failure could not be duplicated. Cause of event is under review. Failure analysis is ongoing by MFR. Investigation is continuing. Add'l info has been requested from end user with regard to emt's identifying info and injury.